Event description:
Reporter stated that pt has had two instances of experiencing "hard knots" (with swelling/redness) at their infusion sites -- these sites were lanced by a physician. During one of the events, the pt also experienced a high fever and high blood glucose levels. On both occasions, the pt was treated with antibiotics.